Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre use check the cs300 intra-aortic balloon pump (iabp)unit displayed electrical test code #50. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the iabp device. The fse confirmed that the electrical test code 50 was valid, and replaced the motor control board. The fse then calibrated the board and unit is working again. The fse then monitored the unit for one night and the unit was found safe for use.